Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated. The device is currently undergoing analysis. When additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed high and low shock impedance measurements. Technical services discussed the possibility of a connection issue and recommended performing isometrics and pocket manipulation to attempt to reproduce noise and get impedance measurements at that time. It was noted that there was some noise in the arrhythmia logbook on the v and shock channels. No adverse patient effects were reported. Additional information indicated that the patient is currently in (B)(6) and will be followed up by his cardiologist there. Subsequent information indicates that the device was electively explanted and has been returned for analysis.